Event description:
The physician reported that the patient experienced decreased perception of device stimulation and increased seizures when the vagal nerve stimulator battery ran out. It was not specified what battery status the generator was performing at. The physician would not provide any additional information on this event. No other relevant information has been received to date.